Event description:
The patient went to an appointment with his diabetes educator (de) in 2005 at 10:00am. He tested with the reported meter when he arrived at the clinic and obtained a result of 104 mg/dl on the reported meter while he was feeling dizzy. The de obtained a result of 34 mg/dl on her meter within 10 minutes. The de gave the patient something to eat and drink. The patient does not take diabetes medication. The customer service agent (csa) confirmed that the test strips were in good condition, were not expired, and had been stored correctly. The code on the meter matched the test strip code. A control solution test was not performed because the patient did not have control solution. The patient's spouse told the mas that the meter jumped back and forth between mg/dl and mmol/l without their changing the meter unit of measurement setting; however, she did not remember if a decimal point was ever in the result. The meter, test strips, and control solution were replaced.